Event description:
I had the flu b virus which triggered an autoimmune response to my breast implants which were place (B)(6) 2024. I became extremely ill with many symptoms that made it impossible for me to work or take care of my family. My symptoms were extreme brain fog, anxiety, depression, nervous system disturbance, muscle spasms, trouble, swallowing, nausea, diarrhea, pressure in my head and behind my eye, muscle weakness, numbness in my hands and feet, and insomnia. I also tested positive for an auto immune disorder. I have no autoimmune issues in my family. Within three days of having my implants removed, many of my symptoms went away. I'm still dealing with anxiety. Hecc: 2248; 1732; 2551; 2328; 2328; 2361; 4426; 4521; 1815; 1970; 1811; 1880; 1967; 2415; 2517; 4471. Dpc: 1524. Reference report: mw5187793.